Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the left ventricular lead exhibited failure to capture. The left ventricular lead was capped and replaced on (B)(6) 2022. The patient was recovering after the procedure.